Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. Pump properly paired carelink software. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube thread, cracked case at battery tube side and fading serial number label. Unit was not confirmed for possible under delivery anomalies. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event and also experienced hypoglycemia with a blood glucose value of 29 mg/dl at the time of the event. The customer noticed blood at sensor site. The customer received a sensor updating, calibration not accepted, change sensor alert and reported a cracked case battery compartment. The customer hyperglycemia was treated with insulin pump and hypoglycemia was treated with glucose/carb intake. The event involved products mmt-7040ma, mmt-7841zn, mmt-7040ma, mmt-7040ma, mmt-332a, unomedical, mmt-1884l. Troubleshooting was partially performed for high and low blood glucose and the customer had used the insulin pump system within 48 hours of the reported low blood glucose event and the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for cosmetic damage and the there was no damage on retainer ring. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor, infusion set and reservoir. No product return is required for mmt-7040ma.  No product return is required for mmt-7040ma.  No product return is required for mmt-332a.  No product return is required for unomedical. No product return is required for mmt-7040ma. The customer will discontinue to use the transmitter and pump. Mmt-7841zn was requested and customer response was the device will be returned. Mmt-1884l was requested and customer response was the device will be returned.